Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery, the healicoil anchor broke while implantation. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The sutures are still on the device, run through the cannula, and tied at the cleat. The anchor is still on the device and the distal end and center of the anchor have had threads broken off. Bio debris is present. A functional evaluation cannot be performed due to the deformity of the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include not maintaining inserter alignment throughout insertion to ensure implant integrity, or use of excessive force during insertion. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a shoulder cuff repair surgery, the healicoil anchor broke while implantation. The broken pieces were successfully removed from the patient by using tweezers. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported. Patient status is good.